Event description:
It was reported that the morning of the report the patient felt like she was having heart palpitations. She was also having severe back pain above the t7-t8 level where her laminectomy was done. She was not able to take a deep breath and it was noted she never had this pain before. At the time of the report she was currently in the emergency room where they did a cardio. And pulmonary embolism work-up and it showed up negative. There were no falls or accidents reported but the patient did lift her dog was who 20 pounds. The patient inquired about the leads shifting or moving. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger. Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 97792, lot# n466988, implanted: (B)(6) 2014, product type: accessory. Product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).